Event description:
It is reported that the device broke when the surgeon inserted the metal shim into the tasp.

Manufacturer narrative:
(B)(4). The reported event is confirmed as the returned product showed signs of fracture. Visual inspection confirmed that the anterior edges of the tasp broke off on the proximal side. The fragments that fractured off were not returned for review. Gouges and nicks were also noticed on the proximal and distal surfaces of the device attesting to its age and multiple uses in the field. Device history record  (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture; however, the fractured tasp in this complaint was not part of the design change. A definitive root cause cannot be determined with the information provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.